Manufacturer narrative:
The rapid infuser has been returned for evaluation but the investigation is not yet complete. The manufacturing records for this serial number were reviewed and nothing notable was observed. The disposable set was not returned for investigation, nor was the lot number provided. We will continue to follow up with the user facility for further information about the event. Without additional information, it is difficult to determine what occurred in this case. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "during massive transfusion protocol on a patient, they were getting high pressure alarms and noticed that the line had infiltrated into the patient's upper arm. They changed the disposable and continued to get the 102 alarm."